Event description:
During a repair of a vaginal cuff, stapler did not lock over tissue causing bleeding and need for many sutures. This is the third such incident with this product this year, not all with the same user.